Event description:
The patient underwent generator replacement on (B)(6) 2014. It was reported that the explanting facility does not returned explanted products for analysis; therefore, no analysis can be performed.

Event description:
Additional information was received stating that the vns patient began experiencing an increase in seizures on (B)(6) 2013. The epileptologist believed that the patient¿s device had reached end of service which was the cause of the patient¿s increase in seizures. The patient¿s seizure frequency was below pre-vns baseline levels. The patient was reported to be doing better and the increase in seizures had resolved following generator replacement.

Manufacturer narrative:
Date of event; corrected data: additional information indicates that the increase in seizures began on (B)(6) 2013.

Event description:
It was reported that the patient's generator is dying and that the patient is scheduled for generator replacement in (B)(6). It was reported that the patient has been experiencing an increase in night seizures and there is concern that this will continue until generator replacement. It was reported that the patient is very lethargic as a result of the increased nightly seizures and lack of sleep. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.